Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a motor error. She was unable to troubleshoot and stated she would call back when she had the insulin pump available. The blood glucose reading was not known. The insulin pump was not replaced or returned for analysis.